Event description:
Diagnosed with keratitis secondary to fusarium spp. Associated with use of the renu with moistureloc solution. No overnight use, contacts are soft 2-week disposable, had extended use of particular pair to 2.5 weeks. The family had not heard the public health alert; the patient continued to use the solution which was given to them 6 months ago as free samples. Early diagnosis; currently responding to topical therapy, ultimate vision outcome unknown.